Event description:
The customer indicates that has performed crossmatch tests between four a+ bags with a b+ patient sample (ID (B)(6)) obtaining a compatible result when it should be clearly incompatible. The following tests have been performed to the sample ID (B)(6): on (B)(6) 2025 a b+ result was obtained in the abo/rh typing with dg gel abo/rh (2d)(rt) lot 24050.01 in erytra sn (B)(6). A negative result was obtained in the antibody screening with serascan diana 3 lot 25007.01 and dg gel coombs lot 24271.01. On a different instrument, erytra sn (B)(6), this same day ((B)(6) 2025) four crossmatch tests were performed with sample (B)(6) and 4 blood bags a+ ( (B)(4)), obtaining a compatible result with dg gel coombs 24271.01. The expected results for the crossmtach tests was an incompatible result, as the patient was b+ and the blood bags were a+.

Manufacturer narrative:
A review of the device history record (DHR) of the lot 24271.01 of dg gel coombs was performed. It was confirmed that no incidents were reported during the production process of this lot that could have caused the reported event. Likewise, quality control (qc) record for the mentioned dg gel coombs lot 24271.01 does not show incidents and all tests performed met the acceptance criteria (specificity for positive and negative samples and potency test). Investigative testing has been performed in the quality control laboratory of diagnostic grifols upon receipt of the complaint. 16 crossmatch tests have been performed between different b+ patient samples and a+ donor samples in dg gel coombs lot 24271.01 and positive (incompatible) results have been obtained in all cases. The negative results obtained by the customer have not been reproduced. The customer samples were not available to be sent for a further investigation. An analysis of the log files of the instrument has been perfomed and no issues have been detected during the process, incubation times and dispensed volumes were correct. The raw images of the cards during the integrity check performed were correct, no drops or bubbles are detected in the incubation chamber nor the gel of the dg gel cards used. Also the raw images of the results obtained have been reviewed and no agglutination is observed on the crossmatch tests, they are clear negative results. Therefore, a malfunction of the system, including the erytra instrument and the dg gel cards and reagents used, can be ruled out. During the log analysis, it has been found that the four crossmatch tests were performed in a different instrument than the abo typing of the patient sample. Additionally, it has been seen that the volume of the tube of sample ID (B)(6) when the abo/rh typing was performed (on (B)(6) 2025 at 17:59) was less than the volume present on the tube with which the four crossmatch tests were performed (on (B)(6) 2025 at 22:38). Taking this into account, it can be assumed that the sample tube was a different one and an incorrect tube identification is suspected.